Event description:
Per the field clinical specialist (fcs), approximately five years and eighteen days post transcatheter aortic valve replacement (tavr) procedure using a 23mm sapien 3 ultra valve, there is possible valve failure. The team was suspicious of hypo attenuated leaflet thickening (halt). No surgical date scheduled. Imagery was provided by the complaint site and reviewed by ew proctor/imagery. The following observations were made: a. The 23mm s3u is expanded to 21.7mm at the mid portion (0.5mm added for outer diameter). B. There is calcification and thickening of the leaflets on the lateral and posterior sides. C. No halt was observed. Per medical record review, approximately five years post implantation, the patient was evaluated for severe prosthetic aortic stenosis. A transthoracic echocardiogram performed demonstrated severe prosthetic aortic stenosis with a mean gradient of 50 mmhg, peak velocity of 4.5 m/s, and moderate to severe transvalvular regurgitation. A subsequent transesophageal echocardiogram confirmed the prosthetic valve was well seated and stable, with elevated gradients for this valve type consistent with prosthetic stenosis, mild residual aortic regurgitation, no paravalvular leak, and the valve leaflets were described as appearing calcified. At the evaluation office visit , a cardiac CT scan was recommended to further evaluate for hypoattenuated leaflet thickening and to assess anatomic suitability for valve-in-valve replacement, as well as to clarify the presence of leaflet calcification. Despite echocardiographic evidence of severe prosthetic aortic stenosis with at least mild to moderate transvalvular regurgitation, the patient reported overall well-being, preserved functional status in daily activities, and reduced pace only with strenuous exertion without shortness of breath. A left heart catheterization with diagnostic coronary angiography was performed in preparation for a planned valve-in-valve procedure.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate that patient factors (hyperlipidemia, type ii diabetes mellitus) along with stenosis may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.